Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and 2 leads will be replaced to accommodate four leads for better coverage.

Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced and leads will be added for an unknown reason.